Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During implant, high capture threshold was noted on the lead. The physician was unable to successfully fixate the lead in a new position so the lead was capped and a new lead was implanted. The patient was in stable condition.